Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that no significant event occurred and that the alarm could not be cleared. The customer's blood glucose was 15 mmol/l. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.